Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by customer, and no further investigation was required. The tss stated that the pharmacy technician did some changes in inventory setup to resolve the issue and stated that there were no specific steps were informed by customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all nurses unable to remove medicines from patient specific bins. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.